Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated and obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.(B)(4).

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the lead had problems with fixation. After the lead was explanted the helix would not extend completely. The physician decided to implant a different lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant procedure, the lead had problems with fixation. After the lead was explanted the helix would not extend completely. The physician decided to implant a different lead. No patient complications have been reported as a result of this event.